Manufacturer narrative:
The lead was returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that system was exhibiting intermittent pacing impedance measurements less 200 ohms on the atrial channel due to a suspected insulation break. A revision procedure was performed and the physician did not identify any lead damage during the extraction procedure. The lead was tested with the pacing system analyzer (psa) and the impedance was in the 280 ohm to 320 ohm range. The device and atrial lead were removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. Visual inspection confirmed the lead had been severed. Additionally, the coils were deformed and surface abrasions were observed. The insulation abrasions did not appear to be all the way through. An x-ray did not identify any lead abnormalities. Continuity testing was performed which confirmed the electrical continuity of each segment. Laboratory evaluation determined the insulation damage was related to the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--